Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verioiq meter displayed an apply sample message. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue occurred at 08:45am on (B)(6) 2015. The patient manages his diabetes by self-adjusting his insulin doses and continued to take his usual dose of medication on (B)(6) 2015, in response to the alleged issue. The patient claimed that around ¿five minutes¿ before the alleged issue occurred he had developed symptoms of ¿blurred vision and headache¿ and that at 08:45am on (B)(6) 2015 he self-treated with food or drink. During troubleshooting the cca noted that it was not the first time the meter had been used and that the correct test strips were being used. The patient was using the correct testing technique and the test strips completely drew up the blood sample. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient had become symptomatic prior to the meter issue occurring. This complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 - device evaluation.the meter involved with this complaint failed testing. The meter was found to have a defective component u14. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.